Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using trusteel infusion sets for 3 days. Technical support informed customer that trusteel infusion sets should be changed every 48 hours per the user guide. System check was started with tandem technical support; however, customer declined to complete the check and no additional information was provided.. Customer's blood glucose ranged from 300-335 mg/dl at time of event.